Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer¿s blood glucose values were 472 mg/dl, 30 mg/dl and 17 mg/dl. Customer treated low blood glucose with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency service dispatched as a result of low blood glucose. Insulin pump will not be returned for analysis.